Event description:
It was reported that while using the surgical fiber during a prostate procedure, the cap was damaged. The fiber was replaced and the case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: a radial fracture of the glass cap was found proximal to the fiber/cap fusion zone; the fiber was found fractured under the proximal end of the metal cap. The fiber proximal to the fracture, was found to rotate independently of the metal cap. Char on the metal cap and devitrification of the glass cap output window was also observed; both caps remain attached and intact. The identified issues my activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.